Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump has unexpectedly shut off multiple times in the past months. The pump was connected to a power source and was able to be turned on. Customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus delivery. The customer reported that the pump would continue to be used for insulin therapy.